Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient encountered infusion set cannula was kinked within 3 or more hours after insertion. The site of insertion was stomach. Patient blood glucose level was fond to be high the infusion set was in use for 2 days. Patient replaced infusion set and resumed insulin deliveries successfully. Do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted common device name under d2a, model number, serial number, primary UDI number under d4. Additional information - this MDR is being submitted to include the below: h11: investigation summary. The information of this complaint has been evaluated. Since no lot number is available. A detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the on market quality review (omqr) procedure.